Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the loss of therapy was due to the device not working. The patient noted that during that time they were very unhappy every day and cried a lot. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va15zew, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s fourth ins was not working; the patient had to stay on the toilet all day. They stated that they were depressed and crying because this had happened to them before in the past 10 years. It was noted that the patient had scheduled an appointment for (B)(6) 2017. It was reported that the patient had lots of problems since implant. The ins hurt and ¿popped up¿ and was painful to lay on to sleep. The doctor had tried twice to get the ins in ¿evenly,¿ but was unsuccessful. It was reported that the doctor tried to put the ins deeper in the pocket in (B)(6) 2016, but it didn¿t work; it popped up again a few weeks ago, in (B)(6) 2017, and their symptoms were bad. They had to pee all the time, and were depressed because they were peeing all the time. It was noted that they had suffered for the past 2 months, since (B)(6) 2016, having to pee all day every day. It was also reported that they had an xray taken 2 months ago, which showed that the leads were far away from the bladder. The patient had since changed healthcare professionals and had a revision on (B)(6) 2017. The new doctor moved the ins from the right side to the left side because ¿the muscles were a problem.¿ it was noted that the therapy is working fine since revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated for many years they did not have to take medicine for their frequency or urgency because the device always worked. The patient reported their healthcare physician wanted them to try botox to help with their bladder. The patient stated that the botox did not help or work on them. The patient stated this was in (B)(6) of 2017. The patient also reported when the doctor saw them they scheduled the surgery to replace the device. The patient stated the manufacturing representative performed something on their device and told them the device was not working and that it was broken. The patient called again on (B)(6)2017 and continued to reference that a manufacturing representative had checked their machine and said the machine broke for no reason all the time. The patient did not know the name of the rep. There were no further complications reported/anticipated.